Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 3 years 7 months post implant of ventralex mesh, patient was diagnosed with pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list pain as a possible complication. This emdr represents the mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2005 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was amputated and a ventralex mesh (device #1) was placed and sutured." On (B)(6) 2009 - patient was diagnosed with ventral/umbilical pain thereby underwent removal of ventralex mesh (device #1). Per operative notes, ¿the old mesh (device #1) was removed." On (B)(6) 2009 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of composix kugel (device #2). Per operative notes, ¿the adhesions were taken down and reduced. A composix kugel (device #2) was placed and sutured." On (B)(6) 2012 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #3). Per operative notes, ¿the adhesions were taken down from the abdominal wall. A ventralight st mesh (device #3) was placed into the defect, sutured and tacked." Attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.